Event description:
Hd dialysis treatment using a dialog+ machine. Machine was lined and primed, passed all the line and pressure tests prior to commencement of treatment. As the patient started treatment and was straight connected, the machine detected blood leak on the first minute. Blood was visible inside the dialyzer near the red connector (dialysate side). Treatment was stopped and patient was disconnected. Full blood count (fbc) was taken and sent for assay. The patient has lost approximately 350mls of blood including the whole circuit. There was not much blood that went across the dialysate side as the machine detected it straight away and dialysis wouldn't recommence when blood is detected. The patient was given extra 400mls of saline to replace the volume lost. Additional information: dialysis conditions: blood flow rate was only 150 ml/min, no heparin given at this point, expected dialysis time was 4 hours. Priming conditions: saline flow rate was 150ml/min, 1 liter saline volume.